Event description:
In 2007, the patient reported that she is having issues with air bubbles in her insulin cartridges and she spills insulin into the cartridge compartment of the infusion device each time she changes the insulin cartridge. She stated that she inserts the insulin cartridge into the infusion device before she attaches the adapter and infusion tubing. She was advised to attach the adapter and infusion tubing to the insulin cartridge before inserting the infusion device. She stated that her blood glucose was elevated to 284 mg/dl. Her normal blood glucose level is 100 mg/dl. She stated that she would bolus through her infusion device to lower her blood glucose. Upon follow up three days later, the patient stated that the air bubble issue has been resolved and her blood glucose has returned to normal. She stated "now that I know how to put the cartridge in right things should be much better." The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evalaution.